Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed however, the foreign material in the channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed. The user did not reprocess the device before sending it to olympus. Therefore, it was presumed from the collected information that the user did not reprocess the subject device before sending it to olympus, and foreign material was left. Preventive measures are included in instructions for use operation manual: 5.4 returning the endoscope for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5. Evaluation the complaint was confirmed, and the play of the up/down knob and bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Also, evaluation found the insulation resistance value of the distal end did not meet the standard value; due to scratches on the scope cover. Water tightness was lost; due to deformation of the right/left and up/down knobs. The light guide bundle condition, the light guide lens was broken, the bending section cover adhesive fell off, and the connecting tube was creased. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, the colonovideoscope had stiffness when operating the control knob. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the scope, due to clogging of the channel. The report is being submitted, due to foreign material in the scope found during evaluation.